Manufacturer narrative:
The returned device analysis confirmed the reported material separation of the gripper lever assembly cover. The tabs on the gripper lever assembly were observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot which would have contributed to the reported issue. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, a cause for the reported material separation could not be determined. The observed broken tabs appear to be related to procedural conditions as these may have broken during attempts to pull the gripper lever. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the device component detachment. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). When the mitraclip was being deployed, the physician went to pull the gripper lever back, when the gripper lever mechanism detached from the clip delivery system. The deployment continued successfully. Mr was reduced to grade 1-2 with the single clip. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.